Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to infection and sepsis. Reportedly, the patient had renal failure that caused the septic infection. No adverse patient effects were reported. The ra lead was explanted.